Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during a video-assisted thoracoscopic surgery / lobectomy procedure, used device for stapling pulmonary vessels. First reload was used up and scrub nurse removed it from jaws, cleaned stapler in water and with gauze, placed new reload into jaws, closed it and placed it to surgeon. Because surgeon wanted to articulate the jaws, he tried to open but didn't succeed. Two assistant surgeons tried it as well with no luck. They have opened new same like device, which they used it until end of procedure. Delay of ten minutes. They said that they didn't move safety button after they have put reload inside the jaws. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p56g6j. The analysis found that one pve35a device was returned with no apparent damage and with a cartridge reload loaded on the device. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.